Event description:
On (B)(6) 2013, the following info was reported to kci by the physician's nurse: on (B)(6) 2013, the patient presented to the physician's office due to his wound opening. The physician observed a foreign material alleged to be v.a.c. Granufoam dressing in the patient's wound. The patient was sent to the hospital for removal of the foreign material. On (B)(6) 2013, the following info was reported to kci by the physician's nurse: on (B)(6) 2013, sharp debridement was performed in order to remove the foreign material. The patient was discharged home the same day. The nurse reported that the patient did not show any signs or symptoms of infection, but was prophylactically placed on antibiotic therapy for the open wound. On (B)(6) 2013, the patient presented for a follow-up visit, and the wound is healing and progressing well.

Manufacturer narrative:
Based on info provided, it cannot be determined when the foreign body alleged to be v.a.c. Granufoam was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.